Event description:
The explanted lead was received and product analysis is being performed. No additional relevant information has been received to date.

Event description:
It was reported the patient had a lead replacement performed. No issues were observed during the surgery. It was noted the lead was available for product analysis. The lead was removed in its entirety however several cuts were reported. The explanted devices have not been received to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient had high lead impedance. Replacement generator did not resolve the high impedance. The replacement generator was left implanted and lead revision was noted to occur on a future date. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
The lead analysis was performed. Four sets of setscrew marks were seen on the connector pin providing evidence that proper contact between the setscrew and the connector pin existed at least once. Two coil breaks were identified in the positive coil. Scanning electron microscopy image performed on the connector pin show the presence of a metal speck/build-up on the connector pin surface. No adverse effect was identified on the device performance as a result of this condition. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred at the break location. Due to metal dissolution, the fracture mechanism of the broken strands cannot be ascertained. The closest electrode to the bifurcation is damaged showing bends in the electrode ribbon and partial detachment of the electrode ribbon and suture from the silicone helix. The furthest electrode to the bifurcation is damaged showing bends in the electrode ribbon and partial detachment of the electrode ribbon from the silicone helix. No additional relevant information has been received to date.